Manufacturer narrative:
The customer reported lot number s20807096 exp 2025-07, however, this lot number is not recognized by baxter. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. A cause for the alarm could not be determined as no device issue was reported. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during automated peritoneal dialysis (pd) therapy; described as ¿occurred well into therapy¿. The patient was connected with an unspecified homechoice cassette set at the time of the alarm. The cause of the alarm was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to d4: unique identifier (UDI)#: remove (B)(4) reported on initial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received: d1: (updated brand name); d4: (updated catalogue #); d4: lot#: (remove see h10 and update to ni); g1: (updated device manufacturer); g4 (added 510k #). Should additional relevant information become available, a supplemental report will be submitted.